Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6 (device).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient code: no code available ((B)(4) was used to capture prolonged surgery. Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot null device history batch null device history review null.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient complains of pain on femur. X-ray shows subsidence of femoral sleeve. Sleeve and tibia were placed in 2014. Distal femoral component has been changed on multiple occasions due to issues with the patients patellar tendon but the femoral sleeve has always been well fixed and had been unable to be removed until today. Sleeve was loose and was removed by hand. Frozen sections came back negative for infection. Sleeve showed fibrous ingrowth. Femur was resected and prepared for new implant. While inserting of new implant, it got stuck in the femur, likely due to the bow of the femur. It was removed and had to be reamer one mm larger than the stem and was then seated appropriately. Surgery dates are as follows: (B)(6) 2014, (B)(6) 2016, (B)(6) 2016, (B)(6) 2017, (B)(6) 2018, (B)(6) 2019 & (B)(6) 2020. Doi: (B)(6) 2014. Dor: (B)(6) 2020. Affected side: left hip.